Event description:
This lead was capped due to dislodgement. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2024 lead explanted. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On (B)(6), the lead explanted. Upon receipt, the lead under complaint was found cut 47.5 cm distal to the is4 connector pin into two fragments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. 17 cm proximal to the lead tip the insulation was damaged and the conductor coil fractured. Furthermore, the insulation was found deformed 5.5 proximal to the lead tip. The above-mentioned damages probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.